Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a critical error code related to a motor capacitor cpu, system board failure was observed. No further investigation is required at this time. No repair was performed. The unit is not needed for inventory, and it was scrapped.